Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd discardit¿ ii 20 ml syringes the tip/luer of syringes breaks off and leaks. This event occurred 80 times. The following information was provided by the initial reporter. The customer stated: "the syringes regularly break during use. The drug is leaking out, it looks like the cone is not tight."